Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer did not return the device to the factory for evaluation. The customer worked with the philips response center, and confirmed the reported failure. Replacement of the processor pca resolved this issue.